Manufacturer narrative:
Study event. There was no device malfunction reported. Vasospasm, hypotension and stroke are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: vasospasm, stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after stent placement, the pt experienced a vasospasm which was treated successfully with nitroglycerine intra-arterially, but resulted in hypotension. At this point, it was noticed that he pt was also experiencing expressive aphasia. A fluid bolus was given and the hypotension resolved. One day post procedure, a CT scan was done and was negative; however, the pt continued to decline and the event was diagnosed as a stroke. Seven days post procedure, with symptoms greatly improved, the pt was discharged to a rehabilitation facility. Although requested, there was no additional info provided.